Event description:
It was reported that during an interrogation the programmer "got stuck" formatting a report. It was noted that the clinician moved the patient to a different room and used a different programmer to complete the interrogation. It was further noted that the programmer was power cycled, however the clinician was reluctant to re-use the programmer. Troubleshooting steps were provided to restart the programmer with a long reboot which resolved the issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.